Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope and section¿ ¿3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope exhibited leakage. The device was returned and an evaluation at the repair center revealed presence of foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. The endoscope was not used in a procedure with the foreign material attached to it. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge and air/water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation ¿leakage¿. Due to a pinhole on channel tube, water tightness was lost. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The coating of the connecting tube was peeled off. Connecting tube had a dent, scratch, wrinkle and buckling. The distal end cover had a scratch. Adhesives around light guide lens and objective lens had white-clouded area. Protector of the video cable section is damaged. Air/water-cylinder had corrosion. Due to a dent on channel tube, forceps could not be inserted smoothly. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section cover had crack and white-clouded area. The bending section cover had a scratch. Due to wear of angle wire, the play of up/down knob was out of the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.